Manufacturer narrative:
The investigation was unable to determine a specific root cause. Calibration and qc data do not point to a general instrument or reagent issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 58.5 ng/l. The sample was repeated twice with results of 39.5 ng/l and 38.8 ng/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). H3 other text : na.